Event description:
Procedure: acl reconstruction. According to the reporter: the patient has had persistent discomfort over his tibial incision. The surgeon continued to check the patient and felt that the trits tibial fixation implant was loose. The patient was scheduled for diagnostic arthroscopy; it was discovered that the stratis femoral implant was broken as the cross-pin that holds the stratis in place. These broken implants were removed by the surgeon. The surgeon then made an incision over the previous tibial incision and using her fingers, the surgeon removed the tritis implant. The stratis cross pin was lost during the revision surgery. Yes patient injury or tissue damage. A new stratis implant was implanted.

Manufacturer narrative:
Date initial report sent to FDA: 2/26/2009.